Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the false downstream occlusion alarms, which were not reproduced. The downstream occlusion alarms were confirmed during review of the event history log. The downstream sensor was calibrated.

Event description:
During baxter's functional testing of a spectrum pump, it alarmed for a downstream occlusion when no occlusion was present. There was no pt involvement.